Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify operating currents or perform the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, selftest, unexpected restart error test and displacement test due to physical damage. The insulin pump was received with cracked case at display window corners and display window and minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump had would not turn on. The customer's blood glucose level was 142 mg/dl at the time of incident. The customer reported that insulin pump was dropped. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The insulin pump was returned for analysis.